Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the pt used to only have to charge their implant once every week to 10 days and now within the last 3 months, the pt needed to charge their implant every couple of days. The pt had not changed their intensity for their stimulation for the stimulation had stayed the same. The patient was redirected to their healthcare provider to further address the issue. The pt called back and said they called their manufacturer representative (rep) and the rep told them to call in for a recharger replacement. They reiterated the information previously documented in this case regarding charge frequency and also said that they can sit and charge for 4 hours to charge the ins all the way up and in 2 days it would be back at 0. They did not have any recent falls or trauma but that they had a fall off of their front porch about a year ago in september. It was attempted to be confirmed if the recharger was functioning as intended, but the pt was confused regarding the charge of the recharger and the charge of the ins. An email was sent to repair for recharger replacement and they were redirected back to the rep if the recharger replacement did not resolve the charge frequency issue. Additional information received from the patient. It was reported that the patient had to charge their implant more frequently and for longer. They haven't changed their settings all that much, but now they were having to recharge every couple of days where they used to hold a charge for a week to two weeks. In one day, the implant would become empty. They spoke to a representative who told the patient to turn down their settings. The patient spent a good four hours charging the implant. The patient was redirected to their healthcare provider to further address the issue.